Event description:
Customer reported a patient sample being run as a part of the validation has missed a known anti -c. Patient has a known anti-d and anti-c. The sample was run on the echo. Anti- d was identified, however, the anti- c was not.

Manufacturer narrative:
Review of the camera alignment images and result files showed an extremely cloudy ir filter. A service call was made. Complaint was resolved by replacement of the camera reader. Verifications of camera report analysis and a run of qc assay were performed to ensure proper operation. System was tested and operated within specifications.